Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) non-dehp IV fat emulsion administration sets had damaged lines. This was further described as: two (2) of the lines were cut in two and separated near the filter and one (1) had a split in the middle length wise. This was identified before use; prior to infusion and noticed while still in the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.